Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited a battery longevity anomaly. The device was then explanted on (B)(6) 2018 and the patient was stable during and after the procedure.